Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('perforation uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". Concomitant products included sulfamethoxazole;trimethoprim (mortin). On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("neurological conditions or problems type: dizzy spells") and vulvovaginal discomfort ("vaginal pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("claimed allergy- rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection, nausea, vaginal haemorrhage, dizziness, depression, vulvovaginal discomfort and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date: 2009, on (B)(6) 2007. The plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, dermatitis allergic, fallopian tube perforation, uterine perforation, urinary tract infection, vaginal discharge, vaginal infection discrepancy noted in patient dob on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received event "abnormal bleeding (vaginal), neurological conditions or problems type: dizzyspells, psychological or psychiatric problems condition: depression, vaginal pain, vaginal pressure" were added. Reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('perforation uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("claimed allergy- rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection and nausea outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2009, (B)(6) 2007 the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, dermatitis allergic, fallopian tube perforation, uterine perforation, urinary tract infection, vaginal discharge, vaginal infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Model number updated to ess205. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, dermatitis allergic, fallopian tube perforation, uterine perforation, urinary tract infection, vaginal discharge, vaginal infection, nausea, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.